Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer's representative (rep) regarding a patient receiving fentanyl of an unknown concentration at an unknown dose via an implantable infusion pump for failed back surgery syndrome and spinal pain. It was reported that the hcp reported high residual volumes to the rep and under-infusion was alleged. The rep did not know the exact volumes but stated he thought the discrepancy was ~7ml. Discrepancies were noted for the past 5-6 months and this was not the first refill since implant/revision. The logs did not show any motor stalls and the hcp also did a dye study and no issues were found. As an intervention the pump was explanted on (B)(6) 2016. The rep was in the process of returning the pump for analysis. No symptoms were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. It was reported that the dye study showed that the catheter was patent and there was no leak. The pump was replaced and the patient was without injury and had recovered without sequela.

Manufacturer narrative:
Analysis of the pump found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a motor stall due to shaft bearing

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.